Event description:
It was reported that the patient fell on (B)(6) 2011 and was admitted to the hospital with pelvic and shoulder fractures. The patient was in the hospital until the end of (B)(6) 2012 during which time she noticed a loss of stimulation sensation and a return of pain in her ankle. The patient was unable to adjust stimulation, and it was reported that her patient programmer was working as intended but the neurostimulator was not responding. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3487a-33, lot # j0537736v, implanted: (B)(6) 2007, explanted: na; lead model 3487a-33, lot # v012494, implanted: (B)(6) 2007, explanted: na; extension model 748925 serial # (B)(4), implanted: (B)(6) 2007, explanted: na; extension model 748925, serial # (B)(4), implanted: (B)(6) 2007, explanted: na; programmer model 7435, serial # (B)(4).